Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were reviewed and noted patient presented pain and recurring dislocations. The patient underwent two closed reductions. The patient was then revised with no noted complications. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 802804003 ¿ ceramic head ¿ 3008973; 010000666 ¿ g7 shell - 6770268; 51-104150 ¿ taperloc stem - 6651578. Customer has indicated that the product will not be returned to zimmer biomet for the investigation, as the product location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00994.

Event description:
It was reported that patient underwent a right hip revision approximately 4 months post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.